Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a blade broke off in the handpiece. There was no known patient impact reported.

Manufacturer narrative:
Analysis found that the blade was broken and stuck inside the handpiece. If information is provided in the future, a supplemental report will be issued.